Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information reported that the possible cause of the power-on-reset (por) on the patient's implantable neurostimulator (ins) was likely an "electrical hiccup" due to the patient turning on their stimulation while charging. It was noted that the patient had the ins working within a few hours.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a power-on reset message on their device when a recharge was attempted. It was also reported the patient's stimulation was on during the recharge attempt. At the time of report, the patient reportedly was unable to turn the stimulation on with either their programmer or charger. The error code associated with the power-on reset message was reported to be unknown. It was also reported the patient tried to use their programmer an hour after receiving the message and the stimulation resumed with no issues. The patient's outcome was reported to be 'fine.' If additional information becomes available, a supplemental report will be filed.